Event description:
It was initially reported on (B)(6) 2010 that the patient was not getting any coupling while recharging. The patient reported that the device had not worked since implant despite reprogramming. It was further reported that the patient believed the paddle lead was put in the wrong place, so the system had never really worked for him. Any further issues regarding the lead will be reported in this MFR. See MFR 3004209178-2013-06234 for additional device issues.

Manufacturer narrative:
Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(6), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).